Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter displayed an "ER 2" message. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The alleged issue began a couple days prior to contacting lfs. The customer care advocate (cca) was advised the patient does not take medication to manage his diabetes. It is not known what action the patient took at the time of the alleged issue; however, stated he took more food and/ or drink. At an unspecified time after the start of the alleged issue, the patient claimed he felt symptoms of blurry vision and had a headache. The patient stated he went to the emergency room (ER) and obtained a blood glucose result of "600 mg/dl" with the ER meter. The patient was administered insulin as treatment (type/ amount not specified). At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca walked the patient through a retest to resolve the alleged issue. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.